Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number for the past 3 years found no related failures. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ablate / coag issue / wand does not activate include, but are not limited to: (1)rate of ablation (2)power settings (3) reuse of the device there are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unspecified surgery, after connecting the wand, the starvac 90 icw wand did not work; it was tried both ablation and coagulation modes. The surgery was completed with a competitor device. The surgery was not significantly delayed. The patient was not harmed.